Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. The device was found within specification in relation to the reported system error 345 alarms which were unable to be reproduced during evaluation. Additionally, no system error 345 alarms were identified through a review of the event history log and no cause was found; the device was found to operate normally. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement associated with this event. No additional information is available.